Event description:
Damage to the pump's housing and usb port was reported, affecting the customer's ability to charge the device and causing it to shut down. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, confirmed the shipping address, and provided instructions to return the damaged pump using a pre-paid label. The customer was informed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.